Event description:
It was reported that syringe 10ml ll s/c 200 tubing was unable to be flushed. The following information was provided by the initial reporter: material no: 302995, batch no: 0070362. It was reported that there is a inability to flush the tubing.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 tubing was unable to be flushed. The following information was provided by the initial reporter: material no: 302995, batch no: 0070362. It was reported that there is a inability to flush the tubing.